Event description:
The pt received her scs system on (B)(6) 2007. It was reported that charger would no longer locate the ipg beginning in (B)(6) of 2007. A replacement charger did not resolve the issue. Additional troubleshooting also did not resolve the issue. Reportedly, the pt programmer communicated easily with the ipg but when the pt tried to increase the amplitude, the programmer took an unusually long time to respond. An x-ray and fluoroscopic imaging both showed that the ipg has not flipped. The ipg was explanted on (B)(6) 2007 and returned to ans for analysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.